Event description:
A customer reported a high blood glucose level reaching 435 mg/dl, which was confirmed using both a cgm and bg meter. System check was performed by tandem technical support and it was determined that there were air bubbles in the tubing. The customer primed the tubing to eliminate air bubbles.